Event description:
According to the report from the distributor, dermabond topical skin adhesives was used to close a laceration and migrated to the eye. The emergency room dr pulled the lids apart and tested for corneal abrasion with paper, and determined there was no abrasion. A pediatrician sent the pt to another ER and an abrasion was found on the cornea. There was no evidence of permanent damage to the eye. It was noted that the laceration closed with the device was healing fine.